Event description:
This was a left-sided lead extraction procedure to remove one malfunctioning medtronic 6947 rv ICD lead. The lead was prepped with an lld-ez and a 16f glidelight laser sheath was used. There was uneventful forward progression with the laser sheath over the svc coil and into the right ventricle, approaching the distal coil. A pericardial effusion was then noted on tee. The ep lased for 9 more seconds, removing the lead. The patient¿s pressure was stable. A pericardiocentesis was initiated, however the patient¿s pressure started to decline so a pericardial window was performed. The effusion did not grow, however the patient¿s blood pressure continued to decline (39/33 from baseline of 109/58). A sternotomy was performed and a 4cm svc tear was discovered and repaired. The patient was stable following the intervention. The patient underwent new aicd implantation 3 days after the initial extraction ((B)(6) 2015) and was discharged from the hospital on (B)(6) 2015.

Manufacturer narrative:
(B)(4).